Manufacturer narrative:
(B)(4). Batch # l55j38.

Event description:
It was reported that during a gastric sleeve procedure, the device was loaded with a green reload and when they went to fire, the device locked out and would not fire. They replaced the green reload in the device with a new green reload and were able to fire the device. The surgeon noted though that the third row of staples closest to the cut line on the patient side had some staples that were not crimped and some staples that had legs that were pulled straight up. The surgeon oversewed the staple line. The surgeon was using gore seamguard buttressing during the case. Case was completed with the device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l55j8z. The long60a device was received for analysis with no visual non-conformances and with an ecr60t cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.